Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. In the course of the analysis, no deviations were noted that might have contributed to the reported clinical observations. In particular, the values of the parameters measured during the mechanical analysis of the fixation mechanism were within the technical specifications. Further inspection revealed abrasion marks which were caused most likely due to an interaction with a generator can. The insulation was found intact at these positions. No damages indicative of a subclavian crush, such as a squeezed and deformed lead body, were detected. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - it was reported that about 5 months after the implantation sensing decrease was observed. A reposition was attempted without success. Subclavian crush symptoms were noted on this lead during the revision. The physician decided to extract the lead and implant a new one. No adverse patient side effects were reported.